Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00141 it was reported the patient underwent a procedure to implant a drg system and after the leads were placed, began to experience breathing issues. The physician removed the leads and abandoned the procedure. Five days later the patient underwent an additional procedure in which an axium neurostimulator system was successfully implanted.